Event description:
Find blisters and a burn on my right shoulder [burns second degree] , . Case narrative: this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought these 3 weeks ago. The patient used 1 and all was well, used one yesterday ((B)(6) 2018) at work. The patient took it off when got home to find blisters and a burn on the right shoulder on (B)(6) 2018. The patient had been using these a long time but never again. The patient mentioned, "I don't know what you did to make them last longer but I might be scared because of it". The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Reasonably suggest device malfunction was no severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]: find blisters and a burn on my right shoulder [burns second degree]. Narrative: this is a spontaneous report from a contactable consumer (patient). A patient of unspecified age and gender started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought these 3 weeks ago. The patient used 1 and all was well, used one yesterday ((B)(6) 2018) at work. The patient took it off when got home to find blisters and a burn on the right shoulder on (B)(6) 2018. The patient had been using these a long time but never again. The patient mentioned, "I don't know what you did to make them last longer but I might be scared because of it". The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The event outcome was unknown. The product quality complaint group provided the following investigation results. Reasonably suggest device malfunction was no, severity of harm was not applicable and site sample status was not received. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (13mar2019): follow-up attempts are completed. No further information is expected. Follow-up (04jun2020) new information received from the product quality complaint group included: investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.